Event description:
It was reported that on (B)(6) 2021 concurrent mitraclip and triclip procedures were performed. Using a triclip guide catheter, on the mitral valve, the mitral valve was attempted first. An xt (cds0701-xt, 10819r261) and nt mitraclips (cds0701-nt, 10512r183) were placed without a device issue reported, however, the gradient was noted at 8mmhg both times. It was decided to not implant either clip. The clips were removed without issuers reported, and the gradient returned to baseline (before the clip procedure). Reportedly, there was no adverse patient effects due to either clip. There was no device malfunction reported. The attempted mitraclips were not considered complaints. The procedure had then focused on the tricuspid valve with functional tricuspid regurgitation (tr) grade 5 with some vascular tortuosity. During a triclip (tcds0305-xtw, 10923r1015) deployment, a lock line knot was noted. The knot was thought to have occurred while unraveling and retracting the lock line. Reportedly, the lock line was not properly flossed. Final arm angle (faa) was attempted, and the same clip had failed faa, opening during test. The lock line was unable to be removed any further due to the knot, so it was decided to remove this device and not deploy. The device was removed without any further issues reported. Another device (tcds0305-xtw, 10305r1023) was used in replacement without further issues reported. The tr was reduced to grade <1. There was no clinically significant delay and there were no adverse patient effects due to any clip device. No additional information was provided regarding this issue. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Canada report: this is filed to report the triclip lock line knot and opening while locked. It was reported that during a triclip procedure with grade 5 functional tricuspid regurgitation (tr) and some vascular tortuosity, during deployment of the triclip, a lock line knot was noted. The knot was thought to have occurred while unraveling and retracting the lock line. Reportedly, the lock line was not properly flossed. Final arm angle (faa) was attempted, and the same clip had failed faa, opening during test. The lock line was unable to be removed any further due to the knot, so it was decided to remove this device and not deploy. The device was removed without any further issues reported. There was no clinically significant delay and no adverse patient effect. Another device was used in replacement without further issues reported. The tr was reduced to grade <1.

Manufacturer narrative:
Medical device problem code 20174 clarifier: failure to follow steps / instructions. All available information was investigated, and the reported inability to remove the lock line was not confirmed via returned device analysis. The reported material deformation of the lock line was confirmed. The reported unintended movement (clip opening while establishing final arm angle (efaa)) could not be replicated in a testing environment due to the returned condition of the device. The reported improper or incorrect procedure or method could not be replicated in a testing environment as it was related to user error. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The user error associated with attempting to remove the lock line with lock line deformation and not flossing the lock line properly. The inability to remove the lock line (mechanical jam) was due to the material deformation of the lock line and the user error of attempting to remove the lock line with deformation. It should be noted that the triclip g4 instructions for use, warns the user: do not let line unravel freely. Do not remove lock line or plastic covers if line is bunched. Letting line unravel freely may result in knots in the line. Removing line if it is bunched may result in difficult or inability to remove line due to knots or twists. Additionally, step 12.1.2 instructs the user to grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line. All available information was investigated and a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. The material deformation of the lock line occurred while unraveling and retracting the lock line; therefore, the material deformation of the lock line is related to user technique/procedural conditions. The inability to remove the lock line (mechanical jam) was due to the material deformation of the lock line and the user error associated with attempting to remove the lock line with lock line deformation and not flossing the lock line properly. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).